Event description:
Patient admitted to hospital for removal of subcu port secondary to malfunction. Surgeon noted shearing fracture of catheter with non-retrievable distal end with probable embolization. Radiology followed up with retrieval of remaining distal tip, which was located on right lateral wall of superior vena cava. In 2002 the original subcutaneous port was placed through the left subclavian vein.